Event description:
The pt's battery depleted in 10 months. Her lead moved up her spine and into her shoulder. Her device was going to be replaced on (B) (6) 2010. Additional info has been requested.

Manufacturer narrative:
(B) (4).